Event description:
The initial reporter received a questionable elecsys hcg + beta test system result from one patient sample tested on the cobas e411 rack. The initial result was not reported outside of the laboratory. The reporter deemed the result low and was advised by their supervisor to perform a rapid pregnancy test. The positive result of the rapid pregnancy test prompted the rerun of the patient sample. The initial result was 0.483 miu/ml. The repeat result was 3,214 miu/ml. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The reagent lot number is 70917405. The expiration date is 30-sep-2024. The customer stated that the qc recovery was acceptable. The investigation reviewed the customer's handling of patient samples. The patient sample was centrifuged for 3 minutes at 4500 rpm. The investigation determined that the centrifugation time may be shorter than recommended and the centrifugation speed may be faster than recommended. The field service engineer (fse) investigated the issue and found the laboratory's humidity was 16% causing intermittent false liquid-level detection (lld) readings. The fse advised the customer to address the laboratory's humidity to prevent lld issues. The fse also checked the sampling adjustments and the mixing speeds. He verified the analyzer's performance by precision testing using the reported patient sample; the results were within specifications. The investigation determined the event was due to product handling (laboratory humidity outside of specifications). Product labeling states "humidity (indoor use only) operation: 20 - 80% (non-condensing)."